Manufacturer narrative:
Received one used 142560488 primary plum set for inspection. No damages or anomalies noted. The set was leak tested per product specifications. There was leakage from the weld near the flow regulator of the cassette. The reported complaint of leakage can be confirmed. The probable cause is due to an error during the welding process of manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg:10jan2024.

Event description:
The complaint/event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch. Leakage of an unspecified medication/infusate was reported under the white flow regulator during infusion. There was patient involvement, but no patient harm in the event. There was no unprotected drug exposure and no impact to the patient or healthcare provider.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e: initial reporter full phone no. (B)(6).